Event description:
(B) (6) has reported to ems on the 19th of march that sister (B) (6) from the (B) (6) hospital (B) (6) reported to (B) (6) that during the use of the lithoclast master, one of the theatre staff was recently burnt from the ultrasound probe. According to the information, following a difficult case on a hard stone, the probe and handpiece was removed from the patient and handed to the assistant who grasped the probe and was immediately burnt because it had become very hot. On the 26th of march, (B) (6) indicated to us by phone that they were waiting to receive a report of (B) (4) and would try to get more information.

Manufacturer narrative:
According to the information reported, this case doesn't seem to be related to a failure of the device. This warming of the probe has been clearly identified during the risk analysis and indicated in the user's manual. Ems has requested further information.